Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in south africa has reported that the peak inspiratory pressure knob of a rd900aeu neopuff infant resuscitator does not operate smoothly. There was no reported patient involvement.

Manufacturer narrative:
(B)(6). Method: the subject device, rd900aeu neopuff infant resuscitator was returned to fisher & paykel healthcare (f&p) new zealand for evaluation. Our investigation is thus based on the evaluation of the returned device, information provided by the distributor, and our knowledge of the product. Results: visual inspection of the subject device has revealed that the peak inspiratory pressure knob was not operating smoothly prior to full closure. Additionally, maximum pressure valve was also observed to be not operating smoothly prior to full closure. Conclusion: based on the evaluation of the returned device it is most likely that the reported event resulted from interference between the retaining ring stop and the valve assembly, as the retaining ring stop is interacting during the rotation of the adjusting knob just before the knob reaches the fully closed position. Further testing confirmed that the valve system passed the functional testing. The instructions for use that accompany the rd900aeu neopuff infant resuscitator state the following general warnings: the neopuff must only be used after checking that correct pressures will be delivered to the baby.

Event description:
A distributor in south africa has reported that the peak inspiratory pressure knob of a rd900aeu neopuff infant resuscitator does not operate smoothly. There was no reported patient involvement.